Manufacturer narrative:
(B)(4). The events of ¿gum infection¿, cheek became huge, area under eyes has bags, lump and ¿reaction¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event has been requested. No additional information is available at this time. Device labeling: warnings: ¿ treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks. Refer to the adverse events section for details. Precautions: ¿ as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. ¿ patients may experience late onset nodules with use of dermal fillers, including juvéderm voluma® xc. Refer to adverse events section for details. Adverse events: per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265), possible treatment site responses post injection with juvéderm voluma® xc include: tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. Postmarket surveillance: juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® xc (also known as juvéderm voluma® with lidocaine) has been marketed outside the us since 2009 and in the us since 2013. The following aes were received from postmarket surveillance for juvéderm voluma® with and without lidocaine with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through postmarket surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, allergic reaction, abscess, paresthesia, vascular occlusion, drainage, necrosis, vision abnormalities, malaise, scarring, nausea, granuloma, deeper wrinkle, and dyspnea. Reported treatments include: antibiotics, steroids, antiseptic creams, hyaluronidase, anti-inflammatories, antihistamines, needle aspiration, eye drops, radio frequency therapy, hyperbaric oxygen treatment, laser treatment, ice, massage, warm compress, analgesics, anti-virals, ultrasound therapy, excision, drainage, and surgery.

Event description:
Patient reported after injection in the apples of the cheeks with juvéderm voluma® xc they developed a gum infection and was placed on clindamycin which caused a reaction. Five months after injection the cheek became huge and the area under the eyes has bags. At the same time the patient was diagnosed with c-difficile and was placed on flagyl. The swelling has gone down but there is a lump under both eyes.